Event description:
It was reported that this right atrial (ra) lead recorded an automatic lead safety switch (lss) from bipolar to unipolar due to high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and noted that the right ventricular (rv) lead had previously been switched to unipolar, resulting in the system being programmed to pace only on the atrial channel. Additionally, the minute ventilation (mv) adaptive pacing rate was no longer available due to oversensing on the ra channel. Ts recommended an in-clinic visit to perform further testing on the ra lead to prevent potential pacing inhibition in the future. During the clinic visit, the sensing configuration was changed to fixed output on the ra channel. Testing revealed that sensing performance was worse in bipolar configuration, so unipolar pacing was maintained. As the impedance spike was sudden, the device is unlikely to be the root cause. This ra lead was successfully explanted and replaced. Through an x-ray scan, the fracture was confirmed on both ra and rv leads. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 246 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead recorded an automatic lead safety switch (lss) from bipolar to unipolar due to high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and noted that the right ventricular (rv) lead had previously been switched to unipolar, resulting in the system being programmed to pace only on the atrial channel. Additionally, the minute ventilation (mv) adaptive pacing rate was no longer available due to oversensing on the ra channel. Ts recommended an in-clinic visit to perform further testing on the ra lead to prevent potential pacing inhibition in the future. During the clinic visit, the sensing configuration was changed to fixed output on the ra channel. Testing revealed that sensing performance was worse in bipolar configuration, so unipolar pacing was maintained. As the impedance spike was sudden, the device is unlikely to be the root cause. This ra lead was successfully explanted and replaced. Through an x-ray scan, the fracture was confirmed on both ra and rv leads. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: device codes. Follow up report 1 (additional information): this report is being submitted to update field e: initial reporter.

Event description:
It was reported that this right atrial (ra) lead recorded an automatic lead safety switch (lss) from bipolar to unipolar due to high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and noted that the right ventricular (rv) lead had previously been switched to unipolar, resulting in the system being programmed to pace only on the atrial channel. Additionally, the minute ventilation (mv) adaptive pacing rate was no longer available. Ts recommended an in-clinic visit to perform further testing on the ra lead to prevent potential pacing inhibition in the future. During the clinic visit, the sensing configuration was changed to fixed output on the ra channel. Testing revealed that sensing performance was worse in bipolar configuration, so unipolar pacing was maintained. As the impedance spike was sudden, the device is unlikely to be the root cause. This ra lead was successfully explanted and replaced. Through an x-ray scan, the fracture was confirmed on both ra and rv leads. No adverse patient effects were reported.